Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving clonidine (150 mcg/ml at 59.955 mcg/day), bupivacaine (4.5 mg/ml at 1.79 mg/day), and morphine (20 mg/ml at 7.994 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event logs indicated a motor stall occurred (B)(6) 2017 and was active. It was confirmed that there were no emi/magnetic sources present. The patient had no symptoms. No further patient complications have been reported as a result of this event.